Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during an atrial fibrillation (af) episode resulting in delivery of an inappropriate shock. The delivered shock induced ventricular fibrillation (vf), however, was successfully converted with a second shock. It was reported that the patient experienced syncope and was transported to the hospital via ambulance. The primary sensing vector was reprogrammed and an af ablation was planned. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during an atrial fibrillation (af) episode resulting in delivery of an inappropriate shock. The delivered shock induced ventricular fibrillation (vf), however, was successfully converted with a second shock. It was reported that the patient experienced syncope and was transported to the hospital via ambulance. The primary sensing vector was reprogrammed and an af ablation was planned. No additional adverse patient effects were reported. This product remains in service.